Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 3mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). After rotational atherectomy was performed, a 15mmx3.50mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during inflation at 12-14 atmospheres, it was noted that the pressure level stopped increasing. The device was then removed from the patient with no resistance and upon inspection, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). After rotational atherectomy was performed, a 15mmx3.50mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during inflation at 12-14 atmospheres, it was noted that the pressure level stopped increasing. The device was then removed from the patient with no resistance and upon inspection, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).